Manufacturer narrative:
This follow-up report is being submitted to relay additional information. (B)(4). This product is manufactured by zimmer biomet spain and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet france manufactures a similar device that is cleared or distributed in the united states under 510(k) number k945028. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4) - implant date: patient was implanted in (B)(6) 2016. Explant date: patient was revised in (B)(6) 2016. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-08041; 0001825034-2017-08042. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product has been discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent wash-out procedure two-months post-implantation due to infection. Patient was subsequently revised approximately four months post-implantation due to infection. During the revision, space between bone and implants was found, no integration, and "dirty looking" interface. Attempts have been made and no further information has been provided.